Event description:
Related manufacturer reference number:3006705815-2022-13888. It was reported the patient's lead had migrated. Surgical intervention may occur later to address the issue. Note: it is unknown which lead has migrated, as such both leads are being reported.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates one lead was explanted and replaced to address the issue. Stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.